Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection of the lead found one filar of the inner coil was pulled out of the lead body, consistent with procedural damage. Electrical testing found shorting due to procedural damage found on the lead. Impedance testing found the lead exhibited low impedance due to procedural damage.

Event description:
Related manufacturer report number: 2938836-2017-31780. During procedure, the atrial lead impedance was out of range. Lead damage was noted during replacement. The lead and device were explanted and replaced to resolve the issue and the patient was in stable condition.